Event description:
It was reported that an adverse event occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022 at 2:30 am, the patient¿s cgm alerted to recalibrate as there were no values displayed. At 9:30 am, while the patient was at work in a medical facility, her cgm stopped displaying values followed by a recalibrate message. Before she was able to recalibrate, she lost consciousness as a result of a low blood glucose (value was not provided). She was treated at work with IV dextrose 10% in water, regained consciousness and was recovering at the nurse¿s station at the time of the report. No product was provided for evaluation. The complaint confirmation was unable to be determined. The probable cause was not determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4).

Event description:
Data was evaluated and the allegation was confirmed. The probable cause was determined to be a high wedge error.